Event description:
The devices were used during a laparoscopic hernia repair. It was reported 3 devices did not fire correctly and the staples were jammed. There was no consequence to the pt.

Manufacturer narrative:
H6; (2) twisted staples jammed in cartridge nose.